Manufacturer narrative:
Customer called to inquire if there was recall on item. He feels that it does not stay as long as other rolls they have used in the past. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Customer called to inquire if there was recall on item. He feels that it does not stay as long as other rolls they have used in the past.